Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. It is unknown if the result was confirmed. Confirmation method(s) not provided. An additional consumer event was also communicated which is captured on a separate report.